Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen eight months ago and the longevity remaining was about two years. However, about a month ago, the longevity remaining decreased to about ten months and at the most recent follow up, it decreased to about five months. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. Also, the device is consuming more than the battery calculator estimate. Technical services (ts) recommended applying methods to reduce the patient atrial fibrillation, or reprogramming the device to a non-atrial base brady mode, or turning off the atrial lead and disable sam. At this time, the device remains in service and no adverse patient effects were reported.